Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed due to a faulty cable. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) indicate: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" reference page 11 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition camera head has "no image". The issue was occurred during preparation for use/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.